Manufacturer narrative:
The batch in unknown. The device is not available for evaluation. No investigation can be led. This is a know risk of the use of needle for access port. In this case, the nurse is not used to using this model of needle as she usually uses another brand. It seems likely that the safety mechanism is not properly used. The complaint rate for this type of incident is very low. No corrective action is envisaged.

Event description:
An accidental blood exposure, (with a (B)(6) source patient) was reported during the removal of a huber needle. After an interview with the nurse , she mentions a difficulty in securing the needle. This nurse is not used to use the surecan safety ii needle (gripper needle are usually use in the hospital), has never been trained with this device, and also mentions a difficulty in locking the system.